Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor reading (gold). The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 504 mg/dl at the time of the incident. The customer stated that the insulin pump had a motor error alarm and unable to deliver a bolus. The customer stated that they were unsure of possible drive support cap damage and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 504 mg/dl and treated with insulin pump. Customer's blood glucose reading was 169 mg/dl at the time of call. Unable to complete high blood glucose troubleshooting due to motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.